Event description:
It was reported the patient lost stimulation sensation following some unrelated medical procedures. The patient had undergone four alternating laser and lithotripsy treatments for kidney stones. Following the second round of lithotripsy the patient noticed the loss of stimulation. Therapy impedences were normal. Battery voltages were fine. Fluoroscopy was done to confirm lead position. One week later, the patient underwent surgical replacement of the ipg. The leads were working properly. Following the replacement the patient was receiving adequate stimulation. The battery was thought to be close to end of life due to prior device longevity for this patient. The ipg will not be returned to the manufacturer.